Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a treo custom-made device. The custom-made treo devices are not marketed in the us, however they are similar to the treo abdominal stent graft delivery system approved for sale in the us (B)(6). The event occurred in spain. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"The operators intended to leave the introducer sheath of the left limb in place after deployment. All steps were performed in accordance with the instructions for use (IFU). However, during removal of the remainder of the delivery system, the tip became trapped in the valve of the limb introducer sheath itself. No additional introducer sheath was used; the limb was advanced directly through the patient's femoral artery. Is this event related to a device failure/deficiency? Yes. Was this event an anticipated / expected event? No. Was surgical intervention required? Yes. Is this event related to the procedure? Possibly. Is this event related to a pre-existing condition? No. The operators intended to leave the introducer sheath of the left limb in place after deployment. All steps were performed in accordance with the instructions for use (IFU). However, during withdrawal of the remainder of the delivery system, the tip became trapped in the valve of the limb introducer sheath itself. No additional introducer sheath was used; the limb was advanced directly through the patient's femoral artery. Two pictures attached (fluoroscopy image + broken tip image). The detached tip is available and can be returned for analysis if required. Rescue manoeuvres were there performed: a snare was advanced over the same guidewire, positioned around the tip and tightened. The entire assembly (tip, snare, guidewire and introducer sheath) was removed as a single unit. The issue was resolved immediately, with no injury or adverse consequences to the patient." Patient outcome: "under fluoroscopic guidance, the tip was identified at the distal end of the introducer sheath. Rescue maneuvers were then performed: a snare was advanced over the same guidewire, positioned around the tip, and tightened. The entire assembly (tip, snare, guidewire, and introducer sheath) was then removed as a single unit. The issue was resolved immediately, with no injury or adverse consequences to the patient."